Manufacturer narrative:
The reported serious injury was enamel damage. The event date is approximate. Analysis results- the product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that upon the first usage of their sonicare toothbrush, they damaged their tooth enamel.